Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The bad/sandstorm image was found to be caused by the cable water cover for the charged coupled device (ccd). In addition to the findings already reported in b5, the head oredome was found to be missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had image noise due to disinfectant contamination. The issue was found during inspection for use for a therapeutic procedure and it was completed with a similar device. There was no delay in the procedure but there was outpatient effect. Inspection and testing of the returned device found a faulty printed circuit board that had caused a loss of image. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor image occurred due to failure of the cable and imaging. The cause of cable and imaging failures was the stress boot of the cable being overloaded causing it to come off and resulting to flood inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.